Manufacturer narrative:
The customer provided ventec with a photograph which did confirm that the patient circuit had broken. This circuit was not returned to ventec for an evaluation. The cause for the reported issue could not be conclusively determined. Not returned to manufacturer.

Event description:
It was reported to ventec that a patient circuit (pediatric, passive, heated, with oxygen) broke near the temp probe port during patient use. There was patient involvement associated with the reported event, however, there was no patient harm as a result of the reported issue. Following the event the patient was stable. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the vocsn serial number, or the lot code of the broken patient circuit. As a result, section d4 (serial number, lot codes and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank. Section d4 model number and catalog number reflects the information known about the patient circuit.